Manufacturer narrative:
The insulin pump alarmed button and had no button response due to corroded keypad traces. Operating currents, low battery, off no power, or failed battery tests alarms were note verified due to the keypad anomaly. The following cosmetic damage was noted: minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported via phone, she was having battery issues. Customer stated the insulin pump initially alarmed button error then later on it alerted low battery. She then replaced the battery and the device alarmed failed battery test and she is unable to clear the alarm. Customer's blood glucose was 51 mg/dl, treated with a meal. Customer stating he was exercising prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.